Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm were noted. The pump had broken reservoir tube lip, missing reservoir tube o- ring, cracked battery tube threads, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call of crack and missing pieces of plastic and o-ring from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was in the process of changing out her infusion set and the reservoir when she noticed missing pieces. The customer stated that the crack is in the opening of the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.